Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A ss/4.0-10/4t/90 symmetry stiff shaft balloon catheter was advanced for dilatation. However, during the initial inflation at 15 atmospheres, the balloon ruptured. The device was completely removed without any issue noted and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was good.